Manufacturer narrative:
Product evaluation: two fast-fix 360 straight ndl delivery sy devices were returned for evaluation of the reported complaint mode, ¿t1 and t2 deployed at the same time¿. The insertion devices were received with no implant/suture construct. The first device had been actuated twice, indicative of a full deployment. The other had been actuated once. Both needles exhibited biomaterial under stereo microscope. Although the device failures could not be confirmed, the description is consistent with ongoing investigations regarding fastfix 360 deployment issues related to t2 prematurely deploying or not deploy at all. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a procedure to repair a left acl tear, it was reported that the product failed. Nothing broke in the patient. Follow up with reporter yielded the following additional information: t1 and t2 deployed at the same time and therefore could not be used. This happened with two devices. Nothing was left in the patient. A third device worked fine. Reporter verified that the devices were from the same batch.